Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a fridge failure. The field service engineer replaced the broken latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a fridge failure. The customer stated that they are unable to open the fridge, can hear the mechanism but door will not open causing a delay is dispensing medications to the patient. There were no adverse events or injuries reported based on this event.